Event description:
The customer reported that a patient coded and no audio alarms were triggered. The mx700 displayed the "alarm off!" Banner.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.